Manufacturer narrative:
The pump was received with intermittent button response due to a flattened dome switch on the buttons. No stuck buttons noted. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 180 mg/dl. The customer reported that one of the buttons of the insulin pump was unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.